Event description:
(B)(6) is the initial importer of the device which is a walker. We have not received the unit for evaluation. When we evaluate the unit we will file a follow up report. The device moved unexpectedly while in use in the doctor's office causing the end-user to fall. The user reports bruising of her right leg which caused blood clots and arthritis.